Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer provided the following readings from his meter within 10 minutes on (B)(6) 2017: at 7:02 pm - 262 mg/dl; at 7:03 pm - 70 mg/dl; at 7:04 pm -79 mg/dl; at 7:12 pm - 84 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.